Event description:
Pt with an open wound to the left lower extremity was taken to the o.r. For completion of grafting. While attempting to mesh the graft, the mesher allegedly shredded portions of the graft. The procedure was completed. The mesher was sent for repair.